Manufacturer narrative:
Device evaluation: medtronic led an evaluation of one bipolar fenestrated grasper. Visual inspection of the bipolar fenestrated grasper noted there was no corrosion on the electrical contacts. There was no damage noted to the jaws of the instrument. Upon microscopic inspection of the drive cables and the energy cable, there was no damage noted. Part of the white plastic pulley was damaged. The puck and the drive cables were placed correctly. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was conducted and all tests were passed, with no abnormalities noted. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cleaning of the bipolar fenestrated grasper, damage to the resin part at the tip was confirmed during a magnified inspection before sterilization. There was no reported patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cleaning of the bipolar fenestrated grasper, damage to the resin part at the tip was confirmed during a magnified inspection before sterilization. There was no reported patient involvement.